Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that a patient stated their ins recharger (insr) won't charge, but stated no visible damage to connector pin/cord. Patient confirmed a/c power supply light is on. Patient mentioned it's happened once before and they sent new equipment. There was no out of box failure. A medical or therapy problem associated with small parts was not reported. No further complications were reported. No patient symptoms were reported. Additional information: it was reported the patient's replacement insr with antenna did not resolve the patient's issue. Patient said insr is doing the same thing and not charging. Patient said she has had insr plugged in overnight. Patient was walked through troubleshooting steps. Patient said desk top charger (dtc) green light is on, arrows match up, connector pin doesn't look bent and feels secure when plugged into insr. Patient said the insr battery is solid on the screen and patient can see both plugs on the screen. It was reviewed with the patient insr is functioning as intended and charged. Patient is wondering if the issue is the ins. The patient reported taking too long to charge. Patient further clarified that the issue is the insr is not charging patient's ins. Patient said ins is taking forever to charge. The patient was walked through trouble shooting and patient was getting 4 coupling boxes and ins is blinking and 3/4 solid. Patient said the last 1/4 of the battery is blinking. Further troubleshooting was attempted with repositioning insr antenna, but the patient declined and said she usually gets boxes full and patient charges at night when she is sleeping. Patient said ins used to charge up fast, but not anymore. It was reviewed with the patient the importance of antenna placement and how the number of efficiency bars will affect recharge time. It was also recommended charging ins to 100% to increase time between charges. No further complications were reported. No patient symptoms were reported.